Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Furthermore, the actual device inspection yielded correct lens dimensions, was intact and undamaged.

Event description:
Lenstec received an email stating that "lens inserted, then removed due to posterior chamber rupture."

Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Furthermore, the actual device inspection yielded correct lens dimensions, was intact and undamaged. -

Event description:
Lenstec received an email stating that "lens inserted, then removed due to posterior chamber rupture"

Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Furthermore, the actual device inspection yielded correct lens dimensions, was intact and undamaged. -

Event description:
Lenstec received an email stating that "lens inserted, then removed due to posterior chamber rupture"